Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room on (B)(6) 2016 with nausea, vomiting, and weakness and was found to have a cerebellar stroke. On (B)(6) 2016, the patient remained in the hospital and a CT scan revealed that the stroke had converted to a hemorrhagic stroke. On (B)(6) 2016, the patient was discharged to the rehabilitation center successfully. As of (B)(6) 2016, it was reported that the patient was making improvements and no further treatment was required.